Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a suspected infection at the lead and ipg site. Symptoms were redness, swelling, and drainage. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm additional information was received that the patient's devices were explanted and the patient was placed on antibiotics. The patient is reportedly doing well now. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient had a suspected infection at the lead and ipg site. Symptoms were redness, swelling, and drainage. The patient was prescribed antibiotics.